Event description:
It was reported that the atrial lead exhibited oversensing. The lead was explanted and replaced. At explant, the physician noted the lead was fractured.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Final analysis found a short circuit between the coils due to insulation damage at 19.9 cm from the connector pin. The outer coil was squeezed in the same area.